Manufacturer narrative:
H10: additional information received from manufacture international team indicating a philips service engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was as no further information could be obtained--no additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "high tidal volume" alarm error message was displayed on the screen. The device was in use on a patient at the time the reported issue was discovered. The patient had decreased blood oxygen, paleness of the face, and difficulty breathing. The device was immediately replaced with another ventilator. Investigation is ongoing.